Event description:
Between 4 days range in 2007, user received discrepant calcium results. The following examples were provided, results recorded as initial calcium results/same sample rerun on th same method and analyzer. See scanned table.

Manufacturer narrative:
Initial results were not reported. The field service rep determined there was a problem with a valve for the reagent probe rinse station. The rinse station and valve were replaced.